Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: when putting the tubing into to pump, the elastic part that goes into the channel snapped.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: when putting the tubing into to pump, the elastic part that goes into the channel snapped.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model: 2426-0007, lot number: 22015520 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jan2025.